Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trm ICD, implanted (B)(6) 2012; 6947m55 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent and there was intermittent undersensing on the right atrial (ra) lead noted. It was also noted that there was no capture on the left ventricular (lv) lead. The lv lead was programmed off and the ra lead remains in use. No patient complications have been reported as a result of this event.